Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 2420-0007. Batch#: 24026271. It was reported that the bd as lvp 20d 2ss cv had a component damage - leak. The following information was provided by the initial reporter: it was reported by the customer that the alaris pump and tubing had not been changed as they were brand new from ICU. Patient was situated with family at bedside. Around 7:00pm during the bedside report and handoff, myself and the night nurse walked in and saw a puddle of liquid on the ground. Upon inspection, dilaudid IV tubing had a hole in the tubing above the alaris pump. The dilaudid was dripping out of the tubing all over the ground. Verbatim: rcc received a complaint via email. Email(s) attached. Last month we had an issue with one primary tubing having a hole. Giving you a little bit more information. Received patient from ICU. Patient had been transported to 3e with pct and ICU rn. Patient had just signed onto inpatient hospice. ICU rn had begun dilaudid continuous drip. When the patient was brought to the unit around 6:00pm, the dilaudid drip and alaris pump was transferred to 3e pole. The alaris pump and tubing had not been changed as they were brand new from ICU. Patient was situated with family at bedside. Around 7:00pm during the bedside report and handoff, myself and the night nurse walked in and saw a puddle of liquid on the ground. Upon inspection, dilaudid IV tubing had a hole in the tubing above the alaris pump. The dilaudid was dripping out of the tubing all over the ground. Tubing and wrap was throw away on this case, another incident happen yesterday same unit ICU , same tubing having a hole amiodorone drip was infusing and saw a puddle of liquid on floor, after several checks opened a channel to pump and tubing was spraying med out dripping down inside channel onto floor so some were not reaching the patient. Again tubing and warp were discarded. I went myself and got the lot # from a brand new tubing --24026271 just in case that it is a bad lot. Additional information provided: 1. Kindly provide the date of event. 03/27/2024 and 4/16/2024 2. Can you share any physical sample or photo if available for investigation? No 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details .no

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 24026271 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.